Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the target temperature was originally at 34c in the arctic sun device. Then the target temperature was changed to 36c. Patient was below target temperature at 34.9c. Nurse stated that target temperature was 36 c, patient temperature was 34.9 c, water temperature was 40 c, flow rate was marginal, and four pads were connected with appropriate placement and good coverage. Mss walked the nurse through assessing pad connections. Kink was noted in the pad. After nurse made corrections to kinks in pads flow rate changed to good flow. Mss reminded nurse to do diligent skin check. Nurse stated that they would call back if they had any other questions or if the flow rate dropped.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "operator error". A device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the target temperature was originally at 34c in the arctic sun device. Then the target temperature was changed to 36c. Patient was below target temperature at 34.9c. Nurse stated that target temperature was 36 c, patient temperature was 34.9 c, water temperature was 40 c, flow rate was marginal, and four pads were connected with appropriate placement and good coverage. Mss walked the nurse through assessing pad connections. Kink was noted in the pad. After nurse made corrections to kinks in pads flow rate changed to good flow. Mss reminded nurse to do diligent skin check. Nurse stated that they would call back if they had any other questions or if the flow rate dropped.